Manufacturer narrative:
The customer is prone to concussions and may have experienced one due to the alleged incident. However, no medical treatment was sought. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges client was using the wand to move the chair when the chair suddenly shifted with a thump. The sudden drop was forceful enough to cause a concussion.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (dropping with thump) could not be duplicated.

Event description:
Alleges client was using the wand to move the chair when the chair suddenly shifted with a thump. The sudden drop was forceful enough to cause a concussion.